Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4) and (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Filed on a supplemental report (medwatch 3500a).

Event description:
It is reported that, " 4 times on 2 weeks, the hourly diuresis was stopped after the installation of the catheter on patients who underwent cesarean."